Event description:
Esophageal balloon dilatation catheter unable to come off the egd scope after procedure. Md removed the scope after the procedure prior to removing the dilatation catheter from the scope. The tip of the balloon dilatation catheter was cut with the wire catheter and was able to be removed from the scope. No injury to pt noted.